Event description:
A customer contacted baxter (B)(6) regarding a damaged transfer set. The customer reported that the light blue body was broken off and fluid could not be stopped even when clamp was closed. There was no disinfectant used on the transfer set by the patient or the doctor. There was no patient injury or medical intervention reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure. Evaluation of the device has begun; however, has not yet been completed. Upon completion of the evaluation a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). One used transfer set was received with cap on dark blue connector and no cap on patient connector in reference to crack/broken. The transfer set was visually inspected. Chipping/flaking and cracks on the light blue main body were noted. It was also noted during visual inspection that both of the occluder feet were broken. This report was confirmed in the lab for crack/broken occluder feet. A batch review for the manufacturing lot number showed no related production problems. Based on the information obtained from baxter's investigation, the root cause of the reported condition was not determined. Renal quality engineering, along with plant quality and manufacturing personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.